Manufacturer narrative:
Service was not dispatched. No additional details were provided. Instrument/device not involved.

Event description:
Beckman coulter inc. (Bci) in (B)(4) reported two boxes of gamma-glutamyl transpeptidase (ggt) that leaked. No injury was reported.